Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous, mr, 3.0 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found centre struts pulled distally over distal tip, struts stretched and distorted. The undamaged proximal od (outer diameter) was measured and was within specifications. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A review of the associated batch records for the maximum crimped stent profile was performed. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the max crimped stent profile for this device shows there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. A visual and tactile examination found slight kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x32 synergy drug-eluting stent, it was noted that the stent was damaged when it was unsheathed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x32 synergy drug-eluting stent, it was noted that the stent was damaged when it was unsheathed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.